Event description:
It was reported the pt had excessive bleeding after the initial incision was made for her permanent implant procedure. The lead was opened, but the physician aborted the procedure before it was implanted. The pt was successfully implanted a day later.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.